Manufacturer narrative:
Added additional info, info not available, device not returned for analysis.

Event description:
It was reported during a thoracoscopy on an unknown date the ez45g was left for the sales rep with a note stating "this did not fire correctly in our case." It is unknown how the case was completed. There was no consequence to the pt.